Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump reset unexpectedly multiple times. During troubleshooting with tandem technical support, review of the pump data showed the pump resets occurred at 50% ((B)(6) 2016) and 55% ((B)(6) 2016) battery life. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement pump was received. The customer also indicated that manual injection supplies were available.